Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2679 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "rubber tip blew up like a balloon. Likely to pop." No other information was provided.